Event description:
Revision due to suspected metalosis. Pt had pain and redness, but no active infection.

Manufacturer narrative:
Although the exact date of the primary surgery is unk, it was reported to have occurred approximately 6 years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.